Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that an alert was triggered for this cardiac resynchronization therapy defibrillator (crt-d) indicating that the atrial intrinsic amplitude was out of range. The presenting electrogram (egm) showed appropriate device function. An atrial tachy response (atr) episode demonstrated noise oversensed on the atrial channel which appears to be an isolated event. Battery status was reported as acceptable, and other lead measurements were satisfactory. This crt-d remains in service. No adverse patient effects were reported.